Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient was asleep when his wife found him unconscious. It as reported that they did not receive an alarm from the cgm when it was reading 350 mg/dl because their bg was low (29 mg/dl). These values were measured by the paramedics when they arrived. They treated the patient with IV glucose. At some point during the event, the patient experienced dizziness. After treatment, the patient recovered. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.